Event description:
Received info stating customer was attempting to correct a high blood glucose (bg) level of 246 by inputting her bg levels. Reportedly, customer mistakenly inputed 246 carbs instead of a bg of 246 and delivered an accidental 20.5 unit bolus. Customer managed low bg level successfully by drinking orange juice and eating.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up report will be submitted.